Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances greater than 2000 ohms along with noise. The physician believes this may be attributed to a connection or setscrew issue, but since the patient is not dependant on atrial pacing, there are no plans to intervene. To date, no adverse patient effects have been reported.